Event description:
It was reported by service report that the battery back-up for the nurse call was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: nurse call back-up battery.